Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Date of event in unknown. Additional product code: hwc. Implant date was reported as (B)(6) 2016. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Part number: 02.211.236, synthes lot number: 6528588. Release to warehouse date: november 12, 2010. Mfg. Site: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that arthrodesis of the first metatarsal was performed around (B)(6) 2016 where a mid foot fusion plate and six (6) 2.7mm variable angle (va) locking screws were implanted. Post-operatively, follow-up doctor office revealed a broken plate via x-ray. A revision surgery was performed on (B)(6) 2016 where a broken 2.4/2.7mm right variable-angle locking compression plate (va-lcp) / first mtp fusion plate and six (6) intact locking screws were explanted. Patient had healed then all devices were removed successfully and the patient was not further revised. There was no surgical delay related to the removal of the devices. Condition of patient postoperatively is unknown; but was stable in the operating room. The provided x-rays were reviewed by the manufacturer and it was noted that there was plate breakage. Concomitant devices reported: 2.7mm variable angle (va) locking screws (part # unknown, lot # unknown, quantity # 6) this is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported that during a follow-up visit, x-rays revealed a broken first mtp fusion plate. A revision procedure was completed to remove the construct. No definitive root cause was able to be determined with the provided information. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Additionally six 2.7mm locking screws were returned without allegation or identifiable defect/deficiency. As such, no further investigation will be completed. The 2.4mm/2.7mm va-lcp first mtp fusion plate (02.211.236) is a component of the first mtp fusion module bin (60.211.001) which is utilized in the 2.4mm/2.7mm va-lcp forefoot/midfoot system. The system is intended for treatment of osteotomies, fusions and fractures of the foot. The first mtp fusion plates are available in three different dorsiflexion angles (0, 5 and 10 degrees) and in both left and right orientations. Patient x-rays were returned and the plate breakage was able to be confirmed. The returned plate was examined and the complaint condition was able to be confirmed as it was found to be broken at the third va-locking hole from the distal end of the plate. Relevant drawings for the returned device were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned implant¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.